Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11mar2020.

Event description:
The customer reported co2 (carbon dioxide) re-breathing risk. There was no patient involvement or user harm reported. Customer has replaced v60 flow sensor assembly and is now reporting co2 re-breathing risk and patient occluded alarm. Fse (field service engineer) has check gds (gas delivery system) boots and hose connections. The remote manufacture service technician provided fse with part numbers for flow sensor assembly and v60 gas delivery system.

Manufacturer narrative:
G4: 13may2020. B4: 14may2020. The customer confirmed that the unit was disposed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03oct2020, b4: 07oct2020. The gas delivery system (gds) was returned for analysis. Visual inspection of the gds revealed no evidence of damage or contamination. An investigation was performed and the customer complaint verified. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.